Event description:
Endo paddle two pieces broke off and were retainedin the peritoneal cavity, and then md retrieved them. One piece he saw and retrieved immediately. The other we noticed just as they were removing the ports and also retrieved it.